Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was found to have reverted to a safety mode status during a routine follow up appointment. This device is expected to be replaced at a future date, however currently this device remains in service. No adverse patient effects were reported.